Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('stillbirth or miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included abdominal pain and vaginal bleeding. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), toothache ("dental problems/ pain in teeth") and gait disturbance ("difficulty walking") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, toothache and gait disturbance outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, gait disturbance, pelvic pain, pregnancy with contraceptive device and toothache to be related to essure (ess205). The reporter commented: discrepancy noted in date(s) of insertion: 2005. Date(s) of insertion: (B)(6) 2005 (as per pif). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; menorrhagia, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-may-2021: ticking of final repot box on EU/ca device tab. Essure model updated from essure 305 to essure 205. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and abortion spontaneous ('stillbirth or miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included abdominal pain and vaginal bleeding. In 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), toothache ("dental problems/ pain in teeth") and gait disturbance ("difficulty walking") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, toothache and gait disturbance outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, gait disturbance, pelvic pain, pregnancy with contraceptive device and toothache to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: 2005. Date(s) of insertion: (B)(6) 2005 (as per pif) discrepancy noted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received event pelvic pain become serious as removal details including surgery information, date of removal were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and abortion spontaneous ('stillbirth or miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included abdominal pain and vaginal bleeding. In 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), toothache ("dental problems/ pain in teeth") and gait disturbance ("difficulty walking") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, toothache and gait disturbance outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, gait disturbance, pelvic pain, pregnancy with contraceptive device and toothache to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: 2005 date(s) of insertion: (B)(6) 2005 (as per pif) discrepancy noted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; menorrhagia, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.